Event description:
Additional information: the cause of the event was noted increasing dose rates without patient response; patient sustained no injury; recovered without sequel.

Manufacturer narrative:
Analysis results of the returned catheter were not available as of the date of this report; a follow-up report will be sent when it is completed. (B)(4) (the code (B)(4): disconnection was wrongly selected in the initial report).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012; catheter model: 8596sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: unk.

Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly; miscellaneous acceptable testing; catheter incomplete/returned in segments. As received, only the distal catheter segment was returned. Initial patency testing showed it was not occluded. Visual inspection did not show any significant anomalies and no leaks were seen in the catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. The pump indication for use was intractable spasticity. On (B)(6) 2009 the catheter was moved up further in the patient's spine and they were not told that it was. The patient felt something was different and something was off. On (B)(6) 2012 they had to go back and move it back where it was. No further complications were reported/anticipated.

Event description:
It was reported that patient had been receiving efficacious therapy until recently. The pump had been titrated up to an infusion rate of 1 ,020 mcg/day (flex programming). A pump rotor study and catheter dye study were performed, and tests were both negative. An exploratory catheter surgery was then performed on (B)(6) 2012. During the surgery, the distal catheter segment was disconnected from the proximal catheter segment; and no retrograde flow of spinal fluid was determined. The spinal/distal segment of catheter was then explanted and replaced. While the catheter segments were still disconnected, a priming bolus was programmed and medication was visualized from the distal end of the proximal catheter segment. Based on the visualization and the fact that the clinician had been getting the expected residual volumes regarding the drug reservoir upon pump refills, the neurosurgeon decided to leave the existing proximal catheter implanted. After accounting for the newly implanted spinal segment of catheter, by priming and appropriate bolus, the patients pump was programmed. The patient's infusion rate was decreased from 1,020 mcg/day (flex programming) to 510 mcg/day (simple continuous infusion). The patient was admitted to the hospital to monitor for signs and symptoms of withdrawal or overdose from lioresal. Over the duration of her hospital stay following the catheter revision procedure, the patient did not exhibit any signs/symptoms of intrathecal baclofen overdose or withdrawal. The patient's infusion rate was titrated from 510 mcg/day to 589.7 mcg/day on (B)(6) 2012. The patient was discharged from the hospital on (B)(6) 2011. Later, the patient's infusion rate was increased from 589.7 mcg/day to 645.9 mcg/day during a clinic visit on (B)(6) 2012. A follow-up visit was scheduled for (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.